Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and an evaluation was completed. A visual inspection, leak testing, clear passage testing, clamp-function were performed with no issues found that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set would not connect with the titanium adapter. The transfer set was changed out and another transfer set did connect with the adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the nurse was testing the transfer set prior to exchanging the patient's transfer set when the connection issue occurred. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.